Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After performing the reset, the pump no longer displayed the error, and the caller successfully started a new sensor session.